Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's machine flow sensor, 3 way solenoid valve and proportional valve needs to be replaced to address the issues.